Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported migration (partial clip movement) was due to challenging anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a highly mobile clip. It was reported that a patient presented with grade 3 degenerative mitral regurgitation (mr), ebstein anomaly, and long leaflets. During a mitraclip procedure, it was noted that due to the leaflet length, an ntw clip was highly mobile on the anterior 2 and posterior 2 mitral leaflets. This mobility caused the ntw to be unstable on the leaflets, despite successful leaflet insertion. The ntw was replaced with an xtw. The mr was reduced to grade <1 with two mitraclips implanted. There were no adverse patient effects or clinically significant delay. No additional information was provided.